Event description:
Caller reported an inform blood glucose result of 415 mg/dl using an arterial sample, capillary sample, inform result of 406 mg/dl lab result from the same arterial sample of 166 mg/dl. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported an inform blood glucose result of 415 mg/dl using capillary sample, inform result of 406 mg/dl using an arterial sample, lab result from the same arterial sample of 166 mg/dl. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.